Manufacturer narrative:
In this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) which is an OEM manufacturing site. (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. Date device returned to manufacturer is unknown. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: medical device lot #: 16g12t1, medical device expiration date: unknown, returned to manufacturer on: n/a, device manufacture date: unknown". Investigation summary: bd received samples for incident lot number 17h17t1 from the customer facility for investigation. Samples for incident lot number 16g12t1 were not received for evaluation. The customer samples of incident lot number 17h17t1 along with retain samples of both incident lot numbers were evaluated for needle point bevel and tested for performance flow and there were no issues observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for needle point integrity issues and/or insufficient flow with the incident lots was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had insufficient blood flow. No serious injury or medical intervention.